Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the foreign object came out from the instrument channel of the subject device at the preparation for use. At the incoming inspection for the repair, (B)(6) checked the subject device but could not duplicate the reported phenomenon. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus south korea (okr). Omsc confirmed the following from the image sent by okr; \white foreign object is attached to the instrument channel outlet. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr there was the possibility that the reported phenomenon was attributed to the inappropriate reprocessing by user facility. The instruction manual instructs "brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section)".